Event description:
On (B)(6) 2012, the reporter claimed his wife's blood glucose has been erratic over the past 6 months. His blood glucose reported has gone as low as 37 mg/dl and as high as 600 mg/dl. The alleged hypoglycemic incident was reported in a previous complaint. In regards to the alleged 600 mg/dl, the patient was able to correct her blood glucose accordingly via the subject insulin pump. The patient allegedly did not have any symptoms associated with the high blood glucose reading. The reporter was unable to elaborate on any other specific blood glucose excursions. During troubleshooting, the animas representative confirmed the time was correct but the date was off. Given that the time is correct, the animas representative concluded the incorrect date is not a contributing fact to the patient's blood glucose excursion. There were no unexpected alarms for in the pump history. The total daily dose revealed the pump has not been suspended. The pump history showed the patient took very little bolus insulin (as low as 1.2-3.25 units per day). The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient had blood glucose reading over 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.